Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, "incision was made to the infraumbilically, a ventralex mesh (device 1) was placed into the defect using sutures." (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the removal of infected mesh (device 1) and implant of composix l/p mesh (device 2). Per op notes, "a composix l/p mesh (device 2) was placed into the abdominal cavity using sutures." (B)(6) 2010 - patient had abscess. Per op notes, "dissection was carried down through the skin and subcutaneous tissue to the underlying stitch abscess and sinus tract, this was excised. The previously healed scar and tissue arrangement was done."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. This MDR represents the composix l/p mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.